Event description:
It was reported that a one-link, intravenous connector, had squirted fluid when it was disconnected from the catheter extension set. However, the nurse did not provide further detail of the event. There was patient involvement; however, there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A batch review cannot be performed since there was no lot number provided. The customer reported condition could not be confirmed and the root cause could not be identified.